Manufacturer narrative:
B5- surgeon plans to remove the lens. Received update on 24-mar-2022 "patient just show up today same post op refraction 3 d astigmatism. Surgeon looking for advise, he is planning to remove the lens and access again". Claim# (B)(4).

Manufacturer narrative:
PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. Investigation type 4110: lens work order search-no similar complaint type events reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter stated that the surgeon implanted a 13.2mm vticm5_13.2, -7.5/+3.0/049 (sphere/cylinder/axis) into the patient's left eye (os). The surgeon reports refractive surprise. Reportedly, lens remains implanted. The surgeon states, "the lens is well aligned in place and the eye is quite and stable but the surprise refraction is unexplainable to us."